Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user only hears noise with the device after a reported head trauma. The patient will consult with the surgeon.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. Reportedly a trauma occurred prior to the reported problems, which might have contributed to the device mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The user only hears noise with the device after a reported head trauma. Switching to another audio processor also did not allow access to sound. The patient was re-implanted .